Event description:
It was reported there was an overdischarge along with a power-on reset (por) and telemetry issues. The patient was in a car accident in (B)(6) 2012 and was feeling stimulation in other parts of her body so she turned her implantable neurostimulator (ins) off. An overdischarge was "suspected." The patient has not charged the device or felt stimulation for about two months. There has been no communication with the physician programmer. "Antenna locate" was performed "in the range of 60's" and did not convert to the normal charging screen. A por was also reported. The patient had not scheduled an appointment at her clinic to troubleshot the device as of the date of this report.

Event description:
Additional information received reported that the power on reset (por) was determined by the clinician and patient programmer. There was an inability to communicate with the device due to over discharge. A physician recharge mode was performed and the device was charged and was functioning normally.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # 275230001, implanted:(B)(6) 2011, product type accessory. (B)(4).